Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. The actual sample consisting of a tip-broken inflator and a tr band were returned to the manufacturer for evaluation. Visual inspection upon receipt confirmed the customer's complaint. The extremity of the distal tip of the inflator was noted to have been fractured. The fractured distal tip was found to have been inserted into the air injection port of the pressure confirmation balloon. The surfaces of the fracture cross sections of the distal tip on the main body and of the broken tip remaining in the air injection port of the tr-band were inspected under magnification and revealed the following: the marginal segment of the surface had become whitened partially. There were no foreign particles which could deteriorate the material strength embedded in the material. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to an instantaneous shock force on the tip component and the tip was partially fractured. Subsequently, when it was inserted into the air injection port of the involved tr-band, it was subjected to a bending force at the joint, resulting in the reported complete fracture. The device labeling has the following instructions in the instructions-for-use (IFU): "do not put excessive pressure on the tip of the tr band inflator, this may result in damage of the tip." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not returned

Event description:
The user facility reported that the tip of the syringe broke off inside of the air-port and all of the air released rapidly while on the patient's wrist when in recovery when using the tr band device. Follow up communication with the user facility confirmed the following information: the patient was bleeding and manual pressure had to be applied until a new band could be placed on. No complications or injury to the patient was reported as a result. Blood loss was reported to be less than 250ml. The procedure was completed successful.